Manufacturer narrative:
Concomitant products: 5076-58 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited suspected far field r-wave (ffrw) oversensing during recorded episodes of non-sustained ventricular tachycardia (ns-vt). The lead remains in use. No patient complications have been reported as a result of this event.